Manufacturer narrative:
(B)(4): the device was returned and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional testing, electrical safety testing, calibration and simulated therapy were performed with no defects or malfunctions found. Visual inspection discovered that the door cover was cracked. The door cover was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of an unknown failure of a homechoice device. It is unknown in which cycle the problem occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.